Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus medical systems corp (the manufacturer of the subject device) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic submucosal dissection, the subject device was used. It was reported that the tip of subject device bended. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus trading (shanghai) limited which is the sales company of olympus group, and it was found that the tip of the cutting knife was missing on (B)(6) 2018.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc only got a picture of the subject device but confirmed that the tip of the cutting knife was missing. The exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. Because the cutting knife contacted the tissue at a point during cutting the tissue, the electric discharge occurred. A part of the cutting knife became extremely hot and weak then the cutting knife broke off due to the load. The instruction manual of the device has already warned as follows; aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On september 4, 2018, omsc found that the tip of the cutting knife was not broken off. The manufacturing record was reviewed and found no irregularities. Olympus medical systems corp. (Omsc) would like to withdraw the submitted MDR (8010047-2018-01191) since there was no reportable event.